Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an anal fistula procedure. Th esu was used with an erbe monopolar electrode handle [part number (p/n) 20190-145, lot number (l/n) information not provided (ni)]. An asmuth neutral electrode was attached to the patient's right thigh that was hairy. The esu settings were autocut effect 3 and forcedcoag effect 3. Upon activation, a combustion/fire occurred on the moltex cloth (note: the disinfectant used on the patient was octenisept.). As a result, the patient suffered a 2nd degree burn on his buttocks measuring approximately 10 cm x 10 cm. To address the issue, the necrosis was treated locally and with antibiotics in the hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or the disinfectant that was around the operative site (i.e., on the moltex cloth). There are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely before using the electrosurgical unit). The disinfectant used (octenisept) is an alcoholic based disinfectant and is flammable (note: the moltex cloth also could have ignited due to direct contact with the electrical electrode.). Erbe USA, inc. Is now closing the file on this event.